Event description:
A maude event report reported that the patient had been "victimized by medtronics in regards to multiple issues. Hospital/surgical concealments of defective product procedures, resulting in damages. Physician, fraud and concealment of lead fractures and device mal-non functions - (post concealment of defects) resulting and causing severe damages and complications." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.